Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-14138. The pt had three leads implanted. She had one 3286 and two 3146 leads. The two 3146 leads were the same lot number. It was reported, the pt is not receiving effective stimulation. The pt underwent a trial procedure on (B)(6) 2012 that was successful. Surgical intervention is pending in the future to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.